Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that the customer could not get the system to work using 3 instruments 2 handpieces and 2 generators. The procedure was converted to an open procedure. The hand activation feature would not work. The customer tried using the footswitch and received error 5. Additional information received: the biomed assisted the customer in troubleshooting the next day. Both generators, the two handpieces and the 3 disposables seemed to function normally. The error log contained numerous 2f (handpiece not present) and 1a handpiece tested without blade) errors. [These errors indicate that the handpiece was not properly connected to the generator and that the blade was not tightened to the handpiece]. The customer reports they could not get hand activation to function. They replaced the handpiece. Then the instrument and it still would not work. They report replacing the generator and another instrument with 2nd handpiece and the hand activation still did not work. The customer tried using the footswitch and received error 5 instrument so, the case was switched to open at this time. The second generator error log does not confirm the instrument error. It is suspected the customer did not insert the electrical connector all the way into the generator and may possibly be mis-torquing. There were no signs of the reported issues while testing. The first instrument was reprocessed and will not be analyzed.